Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Investigation summary: the report of a constant 133.6090 error code was identified as a watchdog alarm caused by faulty internal components which were damaged by corrosion. Functional testing was performed using known good parts, test results found out that the suspect pcu¿s logic, power supply board and 24 volt switching power supply boards were damaged from corrosion. An external and internal inspection of the suspect pcu s/n (B)(6) exhibited the following: complete corrosion of the internal components and cable connections, showing multiple green deposits in pcb boards and the rear case. The battery was improperly installed. No logs or data set was provided, and the returned suspect pcu¿s logic board was found to be defective therefore a log review could not be performed. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module (B)(6). ((B)(4)). Please replace internal components as they were found out to be completely corroded. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displaying error code 133.6090 and does not connect to alaris software, not go into maintenance mode when the tamper switch is held down. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a constant 133.6090 error code was identified as a watchdog alarm caused by faulty internal components which were damaged by corrosion. ¿ functional testing was performed using known good parts, test results found out that the suspect pcu¿s logic, power supply board and 24 volt switching power supply boards were damaged from corrosion. ¿ an external and internal inspection of the suspect pcu s/n (B)(6) exhibited the following: o complete corrosion of the internal components and cable connections, showing multiple green deposits in pcb boards and the rear case. O the battery was improperly installed. ¿ no logs or data set was provided, and the returned suspect pcu¿s logic board was found to be defective therefore a log review could not be performed. ¿ the alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. ¿ the device had no patient involvement (npi). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (wo: 01816572) please replace internal components as they were found out to be completely corroded. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displaying error code 133.6090 and does not connect to alaris software, not go into maintenance mode when the tamper switch is held down. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a constant 133.6090 error code was identified as a watchdog alarm caused by faulty internal components which were damaged by corrosion. Functional testing was performed using known good parts, test results found out that the suspect pcu¿s logic, power supply board and 24 volt switching power supply boards were damaged from corrosion. An external and internal inspection of the suspect pcu s/n: (B)(6) exhibited the following: complete corrosion of the internal components and cable connections, showing multiple green deposits in pcb boards and the rear case. The battery was improperly installed. No logs or data set was provided, and the returned suspect pcu¿s logic board was found to be defective therefore a log review could not be performed. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (wo: (B)(4). Please replace internal components as they were found out to be completely corroded. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displaying error code 133.6090 and does not connect to alaris software, not go into maintenance mode when the tamper switch is held down. There was no patient involvement.